Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a 3.0x38mm resolute onyx rx coronary drug eluting stent to treat a moderately tortuous, mildly calcified lesion, exhibiting 80% stenosis located in the mid left anterior descending (lad) artery at/distal to the bifurcation of a large diagonal branch. The device was inspected with no issues. Negative prep was not performed. Pre-dilation was performed using a 2.5x20mm euphora balloon throughout the length of the lesion after wiring the lad and diagonal branch. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported that the 3.0x38mm resolute onyx was passed distally and was determined to be too short to treat the entire diseased portion, therefore the stent was removed without difficulty. The physician decided to treat the most distal segment with a shorter, smaller diameter stent. A 2.5x15mm resolute onyx stent was used to treat the distal segment. The 3.0x38mm resolute onyx was then re-introduced and again failed to cross the lesion. Upon second removal the 3.0x38mm resolute onyx stent was noted to be de formed. An attempt was then made to use a 3.5x38mm resolute onyx to treat the lesion however it failed to cross the lesion. Serial dilations of the lad were then performed and a 3.0x22mm and 3.5x15mm resolute onyx stent were deployed successfully in the mid lad. Another 3.0x38mm resolute onyx failed to cross. The patient was reported to be alive with no injury.

Manufacturer narrative:
Product analysis summary: the stent was positioned between the markerbands but not meeting specifications due to deformation of the distal wraps. Deformation was evident to the 1st-3rd distal stent wraps with struts raised and overlapping. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.